Manufacturer narrative:
A visual inspection revealed that the power flex circuit, pin 4 of jp4, was burned. The power flex circuit was replaced to correct the problem that was found in service. A review of the event trace revealed the transition battery fault alarm condition (i.e. T-batt fault) was last logged on (B)(6) 2015. Service was unable to duplicate the problem during testing and evaluation. The transition battery will be replaced as a precaution.

Event description:
It was reported by the customer that the ventilator had a t-bat fault message which was discovered during a preflight check out. During service of the ventilator, the carefusion service tech found the power flex circuit was damaged.